Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "defib/pacer device failure" message. Complainant indicated that during testing after patient use, the device failed the self test for defib and pacer functions. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction of "defib/pacer device failure" was observed during review of the device activity logs. However, the reported problem could not be duplicated with the device. The processer/bridge/pacer board was replaced as a precaution. The reported malfunction of "failed self test for defib and pacer functions" was not replicated or confirmed. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.